Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the automated impella controller (aic) had aic soft key touch failure. Dextrose 5% in water (d5w) was spilled on the aic. The aic was not removed. No patient harm was reported.

Manufacturer narrative:
The investigation into the reported, aic - kbd/rotary knob issues has been completed since the original report was filed. The device was returned for analysis. The failure mode was not reproduced. Consoles are cleaned upon receipt for investigation and may have removed the contamination that caused the failure. The cause of the aic issue was most likely the spilled d5 water.